Manufacturer narrative:
All buttons did not respond due to flattened button dome switches(no crease). No unlock on lcd keypad connector noted. No scrolling numbers display anomaly noted. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and displacement accuracy test due to button keypad anomaly. Insulin pump passed idle current test. Unable to verify under delivery bolus anomaly due to button keypad anomaly. Insulin pump had cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had keypad anomaly and was experiencing high blood glucose. The customer¿s blood glucose was 400-500mg/dl at the time of incident. The customer states buttons have a delayed response. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.